Event description:
The account alleges the tip of the wire (less than 1mm) detached in the soft tissue of the neck during the procedure. The interventional radiologist and pediatric surgeon recommended no intervention, intentionally leaving the tip of the wire within the tissue.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the complaint database was performed and no similar complaints for this lot were identified. A review of the device history record was performed and no exception documents were found.